Manufacturer narrative:
(B) (4). The ge service rep found that the system will not fluoro due to a fault with the generators universal node pcba. The univ node pcba was repaired and the system is now working as intended.

Event description:
The customer reported that the system unit will not fluoro.